Manufacturer narrative:
Additional information: a1, h3, h6, h10. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related mode for this customer. A review of the device history record showed the device had a manufacture date of 22oct2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device would not turn on. No patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device would not turn on. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced f1 and c3 on motor control board for wont power on. Replaced dim u4 on display board. Replaced corroded right iui. A review of the device history record showed the device had a manufacture date of 10/22/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn(B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the motor control board - blown fuse. A review of the complaint history record in trackwise and sap was performed for the sn(B)(6) which did not confirm similar complaints with the same or related mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #1143616 for dim u4. CAPA #ca-2018-0161 for iui's.

Event description:
It was reported that the device would not turn on. No patient involvement.